Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included uterine myomatosis. Concurrent conditions included fibroids. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), hypoaesthesia ("neurological conditions or problems type: feet are numb") and erythema ("rashes or skin conditions type: stomach red itchy patches that stays black"). In (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and fungal infection ("infection (other)- yeast"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation ("migration"), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psychological injury"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and uterine leiomyoma ("fibroids"). The patient was treated with hydrocortisone, metronidazole (flagyl) and naproxen sodium (aleve). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, intermenstrual bleeding, iron deficiency anaemia, psychological trauma, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, bacterial vaginosis, fungal infection, migraine, hypoaesthesia, erythema and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vaginosis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, erythema, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypoaesthesia, intermenstrual bleeding, iron deficiency anaemia, migraine, nausea, pelvic pain, psychological trauma, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back pain, vaginal infection and vaginal discharge. Discrepancy noted in date of insertion (B)(6) 2010 (previous pfs) and ??-(B)(6) 2016 (pfs). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-may-2021: mr received: reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("mastorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psychological injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, iron deficiency anaemia, psychological trauma, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal, headache and nausea outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, metrorrhagia, nausea, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back pain, vaginal infection and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: this case was become incident. Event injury was updated as dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back pain, metrorrhagia (bleeding b/w periods),anemia, general abnormal bleeding, psychological injury, migration, vaginal infection, vaginal discharge, fatigue, gi conditions, hormonal changes, headaches, nausea and plaintiff did not undergo confirmation test. Patient date of birth and treatment details added. Essure insertion date was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included fibroids. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), hypoaesthesia ("neurological conditions or problems type: feet are numb") and erythema ("rashes or skin conditions type: stomach red itchy patches that stays black"). In (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and fungal infection ("infection (other)- yeast"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation ("migration"), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psychological injury"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and uterine leiomyoma ("fibroids"). The patient was treated with hydrocortisone, metronidazole (flagyl) and naproxen sodium (aleve). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, iron deficiency anaemia, psychological trauma, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bacterial vaginosis, fungal infection, migraine, hypoaesthesia, erythema and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vaginosis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, erythema, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypoaesthesia, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back pain, vaginal infection and vaginal discharge. Discrepancy noted in date of insertion (B)(6) 2010 (previous pfs) and (B)(6) 2016 (pfs). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included fibroids. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), hypoaesthesia ("neurological conditions or problems type: feet are numb") and erythema ("rashes or skin conditions type: stomach red itchy patches that stays black"). In (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and fungal infection ("infection (other)- yeast"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psychological injury"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and uterine leiomyoma ("fibroids"). The patient was treated with hydrocortisone, metronidazole (flagyl) and naproxen sodium (aleve). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, iron deficiency anaemia, psychological trauma, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bacterial vaginosis, fungal infection, migraine, hypoaesthesia, erythema and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vaginosis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, erythema, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypoaesthesia, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back pain, vaginal infection and vaginal discharge. Discrepancy noted in date of insertion (B)(6) 2010 (previous pfs) and (B)(6) 2016 (pfs). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs received: reporter information, essure insertion date updated. New events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), device breakage, infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, infection (other)- yeast, migraines / headaches, neurological conditions or problems type: feet are numb, rashes or skin conditions type: stomach red itchy patches that stays black, fibroids, treatment medications, concomitant condition added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.